Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2014 with the following findings: the pump was returned with no visible damage to the keypad cover. During testing, the up and down arrow keypad buttons were unresponsive, and the contrast keypad button was intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored. Also unrelated, the battery compartment was observed to be cracked, and the battery cap had stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.